Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and visual inspection were performed. The f-35 alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be defective central processing unit (cpu) board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-35 (front panel key was pressed for more than 40 seconds) alarm. No additional information is available.